Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The company representative was able to replicate the reported issue. To resolve the issue, the nonconforming laser fiber was replaced. The system was then tested and found to meet specification. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. The root cause of the reported event is attributed to a nonconforming laser fiber. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic laser exhibited low power. The procedure details and patient impact have not been provided. Additional information has been requested and none received to date.